Event description:
Same case as MDR ID 2134265-2014-05574. (B)(6) clinical study. It was reported that restenosis and angina occurred. On an unspecified date, the patient was diagnosed with stable angina and cardiac catheterization was recommended. In (B)(6) 2010, coronary angiography and index procedure were performed. Target lesion #1 was a de novo lesion located in the mid right coronary artery (rca) with 95% stenosis and was 25 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct stent placement using a 3.00 x 32 mm taxus® liberté® stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the proximal rca with 70% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. It was treated with direct stent placement using a 3.50 x 12 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The 3.00 x 32 mm and 3.50 x 12 mm taxus liberte study stents were deployed in an overlapping fashion. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient was diagnosed with unstable angina and was hospitalized on the same day. Cardiac catheterization was recommended. At the time of event, the subject was taking aspirin only. The study drug per protocol was last taken in 2012 and other antiplatelet medication was never taken during the study. Coronary angiography was performed and revealed 95% focal isr of the previously placed study stent located in the mid rca. It was treated with direct placement of an unspecified drug eluting stent, resulting in 0% residual stenosis. Two days post procedure, the event was considered to be resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).